Manufacturer narrative:
This report is for the plate, part and lot number unknown. Implant date reported only as (B)(6) 2013. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a locking condylar plate implanted on an unknown date in (B)(6) 2013 broke at the metaphyseal diaphyseal juncture between the straight shaft part of the plate and the multi-hole distal end. The plate was explanted due to nonunion and the breakage. The procedure was reported to have been successfully completed with no delays. This report is for the unknown plate. This is report 1 of 1 for (B)(4).